Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the instrument was reported to be 6 millimeters imprecise in the superior direction. It was reported that the imprecision was isolated to a single instrument. It was noted that two tracking spheres on the instrument appeared loose after the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.